Event description:
A ventilator was returned to the manufacturer for service. There was allegation of the circuit disconnect alarm occurring frequently. There was no harm or injury reported. The device was in patient use at the time of the event. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. The device failed the item for checking the flow volume. Since it was considered that the issue was caused by deviation between the set flow volume and the actual one, the device was calibrated. The device passed final testing.